Event description:
Pa catheter with poor waveform. Numbers are similar to those acquired in ccl, but waveforms are dampened. Catheter retracted 1cm without return of waveform, cxr with catheter in appropriate position, flushing catheter ports with appropriate response on monitor, but no return of waveform. Correct scale on monitor, system checked and flushed, system re-zeroed, attempted retraction of catheter.